Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was hospitalized due to syncopal episodes. No capture, high pacing thresholds, insulation anomaly and less than 200 ohms impedance was also noted. The lead was capped and replaced.